Manufacturer narrative:
Occupation is patient/consumer. The meter and strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs meter (meter a) serial number (B)(4) compared to a physician's coaguchek xs meter (meter b). The serial number for the physician's meter was requested, but not provided. The result from meter a was 1.5 inr at 2:00 pm. The result from meter b was 2.5 inr at 3:00 pm. The patient was advised to increase her warfarin from 4mg daily to 6mg on saturday, but keep it on 4mg on the other days of the week based off of the result from meter b. The expiration date for the test strips that the physician used was requested, but not provided. The patient's therapeutic range is "2.0-3.something". The patient tests weekly.

Manufacturer narrative:
The alleged meter was returned for investigation. The strips were not returned. The alleged meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.9 inr; qc 2: 2.8 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory (attached to the case). However the date and time was not set correctly. The investigation did not identify a product problem.